Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic stuck inside cartridge and blue trigger. Haptic was released with 2nd instrument and iol was implanted. Additional information was received, procedure was completed on the same day. The issue was noticed upon insertion or with the last noted lens-upon preparing. There was no patient harm. There are three medical device reports associated with this report. This is 3 of 3.